Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 120 mg/dl and the sensor glucose was 70 mg/dl. The customer was assisted with troubleshooting. Insulin delivery was suspended due to sensor values. Customer states the sensor value that triggered the suspend on low or suspend before low event was 60 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable rang. Customer did not receive a sensor updating or sensor glucose value not available alert. Customer did receive a calibration not accepted alert. Customer did receive a change sensor alert the sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and performed visual inspection and found contact pad to be damaged (wrinkled). Unable to confirm customer received sensor in said condition due to customer returned opened/used.